Event description:
It was reported that during a da vinci-assisted sleeve gastrectomy procedure, a sureform 60 stapler instrument was not firing correctly. The surgeon was firing the sureform 60 with a blue sureform 60 reload for the fourth time when the stapler did not complete the fire. The reporter explained they were firing across the stomach when the stapler stopped approximately 5 mm short of a full fire. The reporter noted the blade was exposed on the blue reload. The surgeon retrieved staples that fell inside the patient. The surgeon did not encounter any obstructions such as clips, staples, bone, or other hard objects between the instrument jaws. The surgeon elected to convert to traditional laparoscopic surgery and fired over the incomplete staple line with a hand-held laparoscopic stapler instrument. The intuitive surgical, inc. (Isi) technical service engineer (tse) recommended the customer to return the stapler instrument and blue reload to isi for failure analysis evaluation. Isi contacted the isi clinical sales representative (csr) and obtained the following additional information regarding the reported event: the csr confirmed she was present during the procedure. She also stated that the surgeon was new to robotic surgery and had performed under 20 robotic procedures. The csr stated that she discussed the reported incident with the surgeon after the procedure was completed. The surgeon used the blue sureform 60 reload during the fourth fire to fire across stomach tissue. There was a lot of pausing for compression. The stapler fired about 30-35 mm across stomach tissue, forming the staple line. However, in the remaining one-third of the staple line, the staples were not implanted into tissue. The surgeon removed the non-implanted staples with an unspecified grasper instrument. Some staples were formed, and some were malformed, leaving the stomach tissue open. As a result, the surgeon elected to convert to traditional laparoscopic procedure and fired over the incomplete staple line with an unspecified hand-held laparoscopic stapler. The surgeon stapled medially to the misfired staple line, took additional stomach tissue, and over-sewed it. The surgeon used a 40 mm french bougie. The staple fire was close to the bougie; however, that did not affect the staple fire. The tissue was not calcified or thick. No buttress material was used. The patient has not returned to the hospital with any post-surgical complications.

Manufacturer narrative:
Based on the information provided the cause of the reported incident cannot be determined. Isi has requested for return of the sureform 60 stapler instrument and blue reload associated for failure analysis evaluation. As of the date of this report, the products have not been returned to isi for evaluation. A follow-up MDR will be submitted if the reloads and instrument are returned (post failure analysis evaluation) or if additional information is received. An isi advanced failure analyst (afa) engineer conducted a stapler log review and found the following: the logs show sureform 60 stapler instrument (part #480460-09, lot #l93211215-0193) was installed 4 times and fired 4 reloads (2 black followed by 1 green followed by 1blue). The first 3 firings were completed per the logs with 1-2 pauses for compression. The 4th firing (blue) resulted in a firing failure at 77% completion following multiple pauses for compression. There were no incomplete clamps by this instrument. The logs show error 22030 which confirms a firing failure by this instrument. No image or video recording has been provided for review. This complaint is being reported due to the following conclusion: during a da vinci-assisted sleeve gastrectomy resection procedure, a misfire occurred with a sureform 60 stapler instrument and blue sureform 60 reload. As a result, an incomplete staple line was formed and open stomach tissue was observe. The surgeon elected to convert the case to traditional laparoscopic surgery and completed the staple line with a hand-held laparoscopic stapler instrument. In addition, the surgeon over-sewed the staple line. At this time, the root cause of the customer reported failure mode is unknown.

Manufacturer narrative:
The blue sureform 60 reload was returned to intuitive surgical, inc. (Isi) for evaluation with no reported issues and an investigation has been completed. The returned part was returned with a part failed component as an incidental return. There is no reported complaint against this part. The root cause due to non-device related factors. Additional observations not reported by site: the reload was found to have the knife exposed within the knife track the reload was found to have a firing failure based on log review and during in-house observations. The root cause of exposed component reloads is typically attributed to the user. The root cause of this failure is attributed to the user. The reload was found to have blade damage when the reload was disassembled in-house. The root cause of this failure is attributed to mishandling/misuse. The reload was found to have pusher damage near the location of the exposed component. The root cause of this failure is attributed to component failure. The reload was found to have lodged malformed staples stuck in the knife track at the distal tip of the reload. The staples were removed successfully. The root cause of this failure is not established. Isi has received the sureform 60 stapler instrument associated with this complaint and completed investigations. Failure analysis investigations confirmed but did not replicate the customer reported complaint. Failure analysis found the primary failure of firing failure to be related to the customer reported complaint. The instrument was found to have a firing failure based on log review, but was not replicated during in-house testing. A review of logs showed 1 firing failure, error code 22030 indicating "a sureform 60, force fire failed in its operation on usm1. The stapler was tested in-house and the instrument initialized, clamped, fired, and unclamped without any issues. The instrument moved intuitively with a full range of motion in all directions. The grips opened and closed properly. The root cause is not determinable/applicable.